Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2021. Patient condition was stable during and post procedure.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited noise over-sensing with pacing inhibition. No intervention was performed. Patient condition was stable.